Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The patient underwent an MRI which observed ¿multiple folds, without signs of dysfunction¿ and ¿adjacent to the thoracic wall exists a liquid collection of 40 x 8 mm¿. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "liquid collection." Photos of the explanted device have been received; analysis not yet begun.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The patient underwent an MRI which observed ¿multiple folds, without signs of dysfunction¿ and ¿adjacent to the thoracic wall exists a liquid collection of 40 x 8 mm¿. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: observed, one opening assessed as surgical damage. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. The patient underwent an MRI which observed ¿multiple folds, without signs of dysfunction¿ and ¿adjacent to the thoracic wall exists a liquid collection of 40 x 8 mm¿. The device has been explanted and replaced.